Manufacturer narrative:
Awaiting product return to smiths medical. If the product is returned, smith medical will return this complaint for further investigation

Event description:
It was reported that during usage the device leaked. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: updated.h10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The device was found to have a crack in the filter. Upon function testing the reported problem could not be duplicated. The root cause of the reported problem was unknown as the device passed function testing. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture., corrected data: g5.